Event description:
After the insertion process of the catheter, we have noticed that at the extensions there are tiny pin holes that leaks blood and liquid.

Manufacturer narrative:
The device involved in the incident was not returned for eval. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. This device family is 100% leak tested during mfg. W/o an eval of the device involved, we are unable to determine the cause or factors that may have contributed to this event.